Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a communication error (e226). The issue was found during inspection for use of a diagnostic procedure, which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was evaluated by third party, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation from third party: no image, optical fiber was faulty, power supply control failure, and video input/output control failure. A root cause could not be identified. Based on the results of the investigation, the most probable cause for e226 error could not be identified. A root cause cannot be established for additional findings since the device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.